Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Event description:
A customer contacted baxter's technical service center to report having a system error 2267 alarm with the homechoice (hc) machine during dwell 1 of 3. The technical service representative (tsr) explained the alarm. The home patient (hp) stated there was air in the line and supply bag at the time of the alarm. The hp did not disconnect and the spare clamps were closed. The tsr advised the hp to discard the supplies and notify the peritoneal dialysis nurse of the alarms the following morning. The hp would finish with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use that may have caused the alarm to occur. The hp explained that she discarded the sample and did not know the lot number. The hp advised that did not notify her nurse of the alarm, but was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.